Event description:
It was reported that foreign matter was found in the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, when the nurse found impurities on the inner wall of the syringe while adding medication, the syringe was immediately discarded, and other syringes of the same batch number were checked at the same time. There was no similar quality problem, and the new syringe was immediately replaced for medication. Did not cause harm to the patient".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1907170 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of any impurities or foreign matter were observed. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when the nurse found impurities on the inner wall of the syringe while adding medication, the syringe was immediately discarded, and other syringes of the same batch number were checked at the same time. There was no similar quality problem, and the new syringe was immediately replaced for medication. Did not cause harm to the patient."